Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. It was also reported that the cannula had dislodged from the infusion site. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) due to hypoglycemia. The patient's blood glucose levels dropped to 40 mg/dl while wearing the pod between 36 and 48 hours. Patient reported the pod fell off while she was in the lake; she also fell and hit her head and upper back. Patient's bg levels were only monitored in the ER with no medical treatment provided. Patient was released after 2 hours.